Manufacturer narrative:
Block e1: initial reporter phone: (B)(6) block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the intestine during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when firing the first band of the ring, there was no release. The knot passed through the rings without triggering the rubber band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: the complainant reported the anatomy location was in the intestine in a colonoscopy procedure. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection, it was observed that the handle showed no evidence of the trip wire being secured to the post, and the slack had not been taken up. Additionally, one tooth was found to be damaged or bent, and one band was overlapped. During the functional inspection, the handle was able to rotate 180 degrees, and an audible click was heard. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was determined that, due to the damaged tooth and the overlapping band, the bands could not be deployed properly. Finally, it was reported "device use of device issue - misuse", it was reported that the anatomy location was in the intestine in a colonoscopy procedure; however, the device is not intended for ligation of esophageal varices below the gastroesophageal junction, and the reported anatomy location is not described in the indications for use. Based on all gathered information, the probable cause selected is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." Additionally, it was reported that "the anatomy location was in the intestine in a colonoscopy procedure."; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the intestine during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when firing the first band of the ring, there was no release. The knot passed through the rings without triggering the rubber band. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: the complainant reported the anatomy location was in the intestine in a colonoscopy procedure. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.